Manufacturer narrative:
(B)(4). The customer returned one opened arterial kit for analysis. No definite signs-of-use were observed. Visual inspection of the guide wire revealed no obvious defects or anomalies. Adhesive residue was observed on the slit of the guide wire tubing. The observed adhesive likely contributed to the resistance experienced by the customer. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit it states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The returned guide wire was threaded through the cannula and passed with little to no resistance. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire was not confirmed through complaint investigation of the returned sample, however, visual analysis revealed adhesive residue on the guide wire tubing. The guide wire passed all relevant functional testing, but the adhesive observed likely contributed or caused the resistance experienced by the customer. Based on the customer report and the sample received, manufacturing caused or contributed to this event. An investigation was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: on (B)(6) 2023, the swg was found to be kinked prior use on the patient. There was no patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a, corrected data: n/a.

Event description:
It was reported that: 13 oct 2023, the swg was found to be kinked prior use on the patient. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior use on the patient. There was no patient involvement.